Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of "cut in the cord approximately 1 ft. From the handle of the endoeye" was confirmed. In addition, dents on distal end, lg connector loose adapter and image checker out of field. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device has a cut in the cord approximately 1 foot from the handle of the endoeye. The issue occurred during preparation/assembly for an unknown procedure. There were no reports of patient harm.